Event description:
It was reported that (2) devices were used during a colon resection. It was reported by the rep that the surgeon was using a tlc75 instrument and while pushing the thumb lever, it stopped midway and came off track, becoming uneven. Some staples fell into the pt. Another instrument was opened and used and the same incident happened. The case was completed using a competitors instrument. There was no consequence to the pt.